Event description:
It was reported by the customer "grid lines in images on dimensions system" which resulted in the need for an additional exposure to complete the exam. A field service engineer (fse) was dispatched which revealed grid lines would appear intermittently in images on dimensions system. The fse removed grid from system and applied lubricant on slides and linear drive screw. Verified grid lines were eliminated. System is functioning according to manufacturers specifications. System returned to service.